Event description:
It was reported that the right ventricular (rv) lead measured out of range high impedance on the rv defib coil. It was noted that the alert occurred on the day of implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.